Manufacturer narrative:
A ge healthcare service representative and hospital biomed performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of pressure and mechanical mode of ventilation during a case. There was no report of patient injury.